Manufacturer narrative:
A review of the device history record showed no anomalies. The returned product was evaluated. The outer tyvek pouch was dry but had signs of once being wet. There were reddish brown marks on the outside and black stains that were visible through the clear packaging. The outer pouch seals appeared normal. It was determined that there was a probable foil pouch seal failure that caused leakage of the buffer. Integra had initiated a corrective action to address this issue. The complaint sample was manufactured before this CAPA was implemented. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
It was reported when the sales representative checked the product at the user facility, he noticed that the product had what appeared to be mould on it. The product was removed from the clinic before it was used.